Manufacturer narrative:
The investigation determined that the reagent was not manufactured by roche. Roche diagnostics does not have responsibility for this product.

Event description:
The customer received a questionable lactate dehydrogenase (ldh) result for one patient sample. The initial result was 504 u/l and the repeat result was 315 u/l. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).